Event description:
It was reported that the customer experienced occlusion alarms with their insulin pump, which persisted over several weeks with one day reaching 27 alerts. The customer noted the issue occurred without a specific pattern but mostly during bolus delivery. Blood glucose levels remained within normal limits. A replacement pump was sent to the customer to resolve the issue.